Event description:
The customer reported that the reservoir was occluded. The customer was hospitalized due to high blood glucose. Customer's blood glucose was 496 mg/dl. Customer had diabetes ketoacidosis. Customer stated still in the hospital and requesting to stop the shipment for replacement for infusion set, reservoir set and insulin pump holster. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).